Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient presented to the emergency department with a red heart alarm. Patient reported that somebody had fallen or jumped on his percutaneous lead the previous day. The vad coordinator reported pump speeds were changing from 5000-10000. The system controllers were exchanged and the pump stopped completely. Patient was taken emergently to the o.r for a pump exchange from one lvad to another lvad.

Manufacturer narrative:
The explanted device was returned to the MFR for evaluation and is currently being analyzed. No further information is available at this time. A supplement report will be submitted when the device analysis is completed.